Event description:
The customer reported the following: an orthopedic/post op rn set up primary tubing and bag with secondary blood bag to infuse blood transfusion. The head height was adequate and connections were intact. The rn noticed blood moving up on the primary line and turning the primary bag pink. New primary tubing was obtained and blood transfusion proceeded without further issues. The primary administration set was clamped downstream of the pump when flow of solution from the secondary bag to the primary bag was discovered. The sets were not saved. There was no adverse effect to the patient. No medical intervention was required. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer's report that fluid from the secondary backed up into the primary could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.